Manufacturer narrative:
Evaluation results obtained from oracle show that the cord was pulled out of the supplemental battery causing wires to become exposed. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit has a bad charge port on the supplemental battery. Evaluation performed shows cord was pulled out of supplemental battery causing exposed wires.